Event description:
It was reported that the facility¿s biomed are changing approximately fifty (50) batteries about every ninety (90) days ¿due to abuse.¿ it was mentioned that the biomed will occasionally attempt to condition the batteries, ¿but it does not seem to fix the problem and the batteries do not hold a charge.¿ according to biomed, the devices are ¿constantly left powered on and not plugged into power outlet.¿ this was reported to bd representatives during their site visit. Their biomed also stated that they do use 3rd party parts when ¿we are backlogged.¿ most commonly currently is it batteries, bezels and pressures sensors. The facility reportedly most commonly makes purchases from ¿alpha source for 3rd party parts.¿ there was no information on patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.